Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Records indicate patient received bilateral attune tkas. No allegations provided of patient injury or product failure, nor report of revision. On (B)(6) 2015, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and unknown bone cement. On (B)(6) 2018, the patient underwent a left knee revision due to loosening of the tibial component, patellar instability, and pain. The surgeon reported the tibial component was completely de-bonded from the cement mantle and was extracted with absolutely no work. He noted the femoral component was well-fixed but easily extracted with no significant bone loss. The surgeon indicated the patella was found to be well-fixed, tracked well and no overt explanation for the patients¿ subjective sense of patellar instability. He noted a band of fibrous tissue that overhung the patellar component which was debrided. Was retained. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2015. Dor: (B)(6) 2018 (lt knee). Primary product information can be found on page 9/19 and 10/19 of the medical records. Please add 2 unknown cement products were used during primary operation, as noted in the operative report on page 6/17 of the medical records. Please add hospital account information. Awareness date is (B)(6) 2019. Doi: (B)(6) 2015. Dor: unknown (bilateral).